Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics, due to low blood glucose. Customer was treated with a glucose paste, during this time the blood glucose reading was 45mg/dl. Customer stated he gave himself a bolus. Customer was treated at the scene. Customer also stated he was having issues with his sensor glucose versus blood glucose. The blood glucose reading was 84mg/dl. Nothing further reported.